Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited low sensing. Impedance and pacing thresholds remained stable. X-ray images indicated the slack on the lead was not visible, although there was no confirmation of the lead having dislodged. Subsequently, surgery was performed during which the lead was explanted and replaced. No patient symptoms were reported. The exact date of surgery was not confirmed.